Manufacturer narrative:
It was reported that pb with the wire for removal of the stent - the long metallic wire fall down during the traction. As a result of analysis of returned device, the stent was returned only. It was not observed the damage on the stent's body, and the removal suture was returned in state of detached in the middle part. In the description, it was stated that "stenosis after liver transplantation", but it didn't know the exact positioning site. However, the case of biliary structure where stent was implanted is narrow and curvy. Ingrowth and/or overgrowth can occur on the stent according to state of patient's lesion after deployment. If removal was tried by force in this situation, it could be hard to remove due to strong resistance. It is, however, impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It was confirmed from the DHR that device had been manufactured with no significant issue and passed all the inspections successfully. However, based on the description, which was written that "it was really complicated to remove the stent." It is considered that the excessive tensile force was applied to the removal string due to the curve of patient's lesion, and/or the removal was tried in state of the biliary tissue was in/over growth on the stent. It is stated on user's manual as follow. Warnings: fully covered stent may be removed within 6 months. Stent removal shall be performed by doctor according to the etiology of the benign stricture and the patient's conditions. Instructions for removal of niti-s full covered stents visually examine the stent for any tumor in-growth/over-growth into the stent lumen or whether the stent is occluded. If the stent lumen is clear, carefully remove using a forcep and/or snare. Grasp the retrieval string and/or collapse the proximal end of the stent then carefully retrieve the stent. If the stent cannot be easily withdrawn, do not remove the stent. Caution: do not allow excessive force to remove the stent as it may cause disconnect to the retrieval string. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis. This complaint is assumed that the stent removal was hard due to condition of patient's lesion in that situation, and the stent removal was tried in this state, resulted in removal string was detached.

Event description:
Pb with the wire for removal of the stent - the long metallic wire fall down during the traction - it was really complicated to remove the stent.